Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero leaked from the septum. The following information was provided by the initial reporter: I received this information from xxx in and email and the attached picture was sent also. We have had two of this product leaks in the last 2 days. The additional units returned were due to same issue.

Event description:
Event date updated.

Manufacturer narrative:
Event date updated in b tab. Inv results: the complaint of a leak cannot be confirmed from the unused representative 20g nexiva units that were received in sealed packaging. A functional test of the returned samples revealed no leaks in the devices. Although the representative samples and available data do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.